Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 200 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the display window and scratched reservoir tube window.